Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on or about (B)(6) 2006 to treat her pelvic organ prolapse and/or urinary incontinence. Plaintiff's attorney alleged plaintiff experienced excruciating and chronic pain, urinary problems, as well as the need for additional surgery some time after the implant. Plaintiff's attorney also alleged plaintiff suffered serious bodily injury and harm, mental and physical pain, severe and debilitating injuries, mesh erosion, exposure/extrusion/protrusion. Plaintiff's attorney alleged plaintiff was implanted with another manufacturer's product on (B)(6) 2011 to treat her pelvic organ prolapse and/or urinary incontinence.